Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a (B)(6) patient developed endophthalmitis after an intraocular lens, model clariflex, was implanted. The patient underwent aqueous and vitreous biopsy with intravitreal injections of antibiotics (vancomycin 5mg in 0.5ml and ceftazidime 10 mg in 0.5ml). No further information was provided.

Manufacturer narrative:
Device evaluation the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed as the lens was not returned. The reported complaint could not be verified. The manufacturing record and complaint history cannot be reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. This complaint was investigated however the manufacturing record review and complaint history could not be reviewed since the serial number is unknown. The dfu was reviewed and was found to be acceptable for the use of the lenses. All pertinent information available to abbott medical optics has been submitted.